Manufacturer narrative:
The field service representative visited the customer site on (B)(6) 2015 and checked the mixers (hardware), the mixer settings and mixing speed and all were operating within specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for urea/bun (ureal). The erroneous results were reported outside of the laboratory. The initial ureal result was 26 mg/dl. This result was reported outside of the laboratory. The physician requested repeat testing be performed as the result did not match the patient's medical history. The sample was repeated on (B)(6) 2015 with results of 93 mg/dl and 95 mg/dl. No adverse event occurred. The ureal reagent lot number was 611889. The expiration date was not provided. Calibration and quality controls were acceptable. Based on the available data, a general reagent issue can be excluded.

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data, an instrument or reagent issue can be excluded. The most likely root cause is related to a pre-analytic issue specific to this sample. The customer indicated that the issue has not occurred again.

Manufacturer narrative:
It was noted that the field service representative (fsr) visited the customer shortly before the event and indicated the instruments were in generally good condition and were running well. The fsr indicated that the pressure sensors had been cleaned recently because the customer had an issue with them in the past.